Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer asked for refund and to stop treatment, when asked to provide lor cust sent a letter from an orthodontist addressed to local dds. Customer was asked to please have ortho provide a letter specifically to byte, not dds. Customer asked for address and was told to just email the letter as they did with the previous one. Customer then said she will not provide a letter and will be lodging a formal complaint against byte.